Manufacturer narrative:
Device analysis: the device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The material inspection record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements. The root cause for the reported event is unk. The viperwire instructions for use warns, "never advance the oad to the point of contact with the viperwire atherectomy guide wire spring tip, as this may result in distal detachment and embolization of the tip."

Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the tip of the viperwire fractured off and remains stented in the vessel. The physician performed an antegrade percutaneous stick and wired the lesion through a 6f introducer sheath with a .035" guide wire which was then exchanged for the .017" firm viperwire. The viperwire was passed through the distal anterior tibial (at) artery, and the tip was parked in the dorsalis pedis (dp) artery. The diamondback oad was then advanced over the wire and down to the lesion. The physician began to treat the distal at into the dp and in an attempt to continue treating further down the vessel, the spinning oad crown made contact several times with the spring tip of the viperwire. Subsequently, the tip broke off of the body of the wire and could not be retrieved with a snare or by aspiration. Therefore a 2mm coronary stent was deployed to secure the spring tip fragment against the vessel wall where it would not impede flow. The procedure was successfully completed. The current condition of the pt is stable and asymptomatic and no special follow-up was required.